Manufacturer narrative:
Exemption number e2017043.

Event description:
During an l4-l5 fusion surgery performed by dr. (B)(6) using the mazor x system at (B)(6) (us) on (B)(6) 2017, there were lateral deviations which resulted in prolongation of surgery by more than an hour. Troubleshooting the deviations, including replanning the screws on the workstation by the surgeon, consumed over an hour while the patient was already anesthetized. While the patient did not suffer any apparent direct harm (neither from the deviations nor from the case prolongation), exposure of the patient to the effects of prolonged anesthesia might cause or contribute to a serious injury.

Manufacturer narrative:
Exemption number e2017043. (B)(4).

Event description:
During an l4-l5 fusion surgery performed by dr. (B)(6) using the mazor x system at (B)(6)hospital (us) on (B)(6) 2017, there were lateral deviations which resulted in prolongation of surgery by more than an hour. Troubleshooting the deviations, including replanning the screws on the workstation by the surgeon, consumed over an hour while the patient was already anesthetized. While the patient did not suffer any apparent direct harm (neither from the deviations nor from the case prolongation), exposure of the patient to the effects of prolonged anesthesia might cause or contribute to a serious injury.